Event description:
It was reported to boston scientific corporation in early 2008 that a cre balloon was used during an esophageal dilation procedure performed on a female patient the day prior (patient weight unknown). According to the complainant, during the procedure, the physician dilated at three pressures and the cre balloon ruptured when the pressure was approximately 7 atm. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complaint device was returned for evaluation and a visual examination revealed a longitudinal tear. The maximum inflation pressure for this balloon size is 7atm and the pressure reported by the complainant did not exceed such pressure. The device history record (DHR) for this batch number was reviewed and confirms that this device met all material, assembly, and performance specifications. Although the exact cause of the event is unknown, the most probable root cause of the balloon burst can be attributed to operational context due to the likelihood that the balloon came into contact with a sharp exterior source such as a calcified lesion.